Event description:
The customer contacted spacelabs healthcare technical support to report that a xhibit central station (xcs) that monitors telemetry patients shut down on its own twice. There was no report of patient or user harm associated with the event. The customer reported that after the second shut down, the device was functional with no further issues. The customer was advised to send the device in for service. The customer has an open RMA to ship the unit in for repair. At this time the device has not been recieved. A follow-up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.